Event description:
Hcp reported devices removed due to infection. The devices were explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.